Event description:
It was reported by the patient's spouse that her husband is experiencing difficulty reading any of the numbers on the speedometer while driving unless glasses are used. It was reported that the glasses must then be removed in order for road signs to be seen. It was stated that the patient's ability to see at a distance is currently reported as 20/20; however, he is now experiencing difficulty seeing up close. Additionally, the patient is experiencing difficulty completing daily activities as a drywaller e.g. Reading a tape measure, stating that he could see to read the tape measure and complete the finish drywall work better before the surgery, thus causing the patient to become very depressed. A report will be sent for both the left(l) and right(r) side devices with this report reflecting information for the device placed in the (r) eye.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.